Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer had some erratic blood glucose fluctuations recently that are irregular. Customer went to the hospital due to a faulty meter. It appears that the device will need to be replaced. Customer went to the emergency room on saturday due to severe hypoglycemia from overdosing due to a faulty meter. Customer tested and his meter would be exponentially wrong the higher his blood glucose rose. Customer was led to believe that he needed more insulin and was overdosing. Customer has since discontinued use of the device. There is also a crack on the corner of the screen to the bottom of the back side of the pump, which can allow debris or moisture into the pump. The up and down arrow buttons are sometimes unresponsive and stuck. Customer also reported a grinding noise during rewind. Customer declined assistance for the helpline.